Event description:
It was reported that the patient received inappropriate therapy due to lead fracture. Increased pacing lead impedance was noted. During explant both rv and ra lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the outer coil fractured at 2.2cm from the distal end due to fatigue. It is believed this caused the reported high impedance. The outer coil filars were fractured at several locations. Insulation abrasion was observed at 11.3 cm from the distal end. This abrasion is consistent with friction to the ICD can.